Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Several customer technique issues were identified in the complaint. These cannot be ruled out as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleged precision issue with the inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 1.4 and 2.1. Therapeutic range: 2.0 - 3.0. The time between testing was five (5) minutes. Reportedly, the patient "milked" the finger after the finger stick and the sample was not immediately applied to the inratio strip. There was no reported adverse patient sequela. There was no additional information provided.